Manufacturer narrative:
Concomitant products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that there was irritation from the twist lock anchors, there was a revision, and the anchors were replaced with ¿injex¿ anchors. It was noted that one lead was replaced. No diagnostic testing or troubleshooting was required. Symptoms included pain and irritation at the lead location. It was noted that the patient status was no injury.